Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast and blood in the inflation lumen. The balloon was loosely folded. The balloon, proximal bond and markerbands were examined. The majority of the balloon was torn longitudinally. Microscopic examination of the balloon presented no irregularities in the balloon material or the radiopaque (ro) marker that could have contributed to the tear. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 01-may-2018. It was reported that crossing difficulty was encountered. The target lesion was located in a coronary artery. Following stent placement, a 3.75mm x 8mm nc emerge® balloon catheter was advanced for post-dilation but failed to cross the lesion. The procedure was completed using a non-bsc balloon catheter. No patient complications nor injuries were reported. However, returned device analysis revealed longitudinal balloon tear.